Event description:
Home care nurse calling to report contaminated primapore dressings. Home care pt's family member discovered black spots on the gauze dressings when opened during dressing change. Did not use and contacted home care nurse. Home care pulled box of dressings and observed the gray/black spots through the unopened packaging. Contamination seen on 4 open and 2 unopened gauze dressings. Home care nurse observed that the spots appeared top grow over time as if a mold. Home care left message at distributor's office. No call back to date.